Event description:
During a procedure in which the acunav catheter was being used to image a pt's atrial septal defect, the acunav catheter steering would not respond. The catheter was removed without injury, and a second acunav catheter was successfully used.